Manufacturer narrative:
Corrected: date of this report - from "09/11/2015" to "09/08/2015."

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
"The customer has 2 rad-57 c's. One 57 has a rev e sensor; the other has a rev j sensor. The customer called to say that they do not feel they are getting reliable readings from the rev j sensor. They have compared the two sensors by testing multiple people in the office and have seen differences in the spco readings by as much 8 (i.e. The rev e read 2%, the rev j 10%). They switched the sensors between the two rad 57's to see if the issue was with the device- they got the same results." There was no known consequence or impact to patient.